Event description:
It was reported that the tip of the nitinol guide wire was found to be sharp and not flexible upon opening of the package during operation.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The guidewire was returned without the original packaging. An evaluation was completed by braxton shin of memry corporation on 26may2023. The sample was found to have an exposed wire at the tip which would result in the tip not being smooth. No defects were noted with the flexibility of the sample. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the tip of the nitinol guide wire was found to be sharp and not flexible upon opening of the package during operation.